Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. A visual inspection revealed that the tube was ruptured approximately 10cm above the luer lock. The cause of this condition was due to a high pressure in the set.

Event description:
A customer reported to baxter (B)(4) of 3 administration sets that ruptured during the injection of a contrast product through a power injector. According to the reporter, during a scanner session, when injecting iode at the rate of 3ml/sec and with a pressure that did not exceed 123 psi, the inlet rupture 10 cm above the catheter. Reportedly, the rupture occurred 3 minute after the injection started. There was no clinical consequences for the patient but blood spread on the patient, the scanner has to be stopped and restarted with a new set which means more ray exposure for the patient than initially expected. There was no patient injury reported. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.